Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that device solution switch is not engaging the alarm, and it will keep pumping. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no relevant service within review period. The customer issue was confirmed during the pump power-on test. The probable cause was that the microswitch handle was bent. It was also found during the visual test that the plate clip was broken, which caused the temp check not to sit properly. The microswitch and plate clip were replaced. The device passed all testing criteria after the repairs.